Event description:
A report was received that the patient was having difficulty charging. X-ray revealed that the ipg had flipped inside the pocket. The physician decided to revise the pocket site but the procedure was cancelled due to insurance issues.

Event description:
A report was received that the patient was having difficulty charging. X-ray revealed that the ipg had flipped inside the pocket. The physician decided to revise the pocket site but the procedure was cancelled due to insurance issues.